Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post-market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part# 03.043.033s. Lot # 10327939. Manufacturing site: werk selzach logistik. Supplier : synthes gmbh. Release to warehouse date: 28 feb 2023. Expiration date: na. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information received states that: a. Please provide patient status/ outcome: patient outcome: pt surgery successful, part of the inner metal sleeve in buried below bone surface but no potential issues are expected at this time.

Event description:
It was reported that on (B)(6) 2024, the metal inner metal piece from product protection sleeve for tna came apart and as a result was enclosed around the proximal portion of the tibial nail. There was 45-60 min surgical delay. The instruments were used to remove the metal inner part around the nail. Most of fragments were removed; however, part of the inner metal sleeve that was enclosed below the bone surface was left. Procedure was successfully completed. Patient outcome was unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.